Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. The trunk cable was pulled from the strain relief, damaging trunk cable connector j703 on the belt node pca. Additionally, the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief and all ecgs were pulled from strain relief, damaging wires in the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged belt.